Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, the electric pen drive device became heated and the craniotome attachment stopped working. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes: erl, hbe, hwe. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.